Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an 0 flow event on a right ventricular assist device (rvad). The patient had no symptoms due to the event, and volume optimization under ultrasound control was performed. It was noted low flow alarms occurred due to the event. The cause of the low flows was thought to be thrombus. The low flow's did not resolve.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information indicated that thrombus was not confirmed. There were no changes to patient condition, anticoagulation status, or pump parameters that could have contributed. No treatment was performed. The potential thrombus was not resolved, and the patient was on the heart transplant list.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation and no computed tomography images were submitted for review; however, review of the submitted log files confirmed low flow hazard alarms associated with a decrease in pump flow to 0.0 liters per minute (lpm). Although a specific cause for the decrease in flow and subsequent low flow hazard alarms could not be conclusively determined through this investigation, the account reported that the cause of the low flow alarms was likely thrombus. The submitted controller event log file contained events from 25dec2025 to 26dec2025. A continuous low flow hazard alarm was captured throughout the entirety of the file due to estimated flow being observed at 0.0 lpm. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. Incidental findings: a speed drop to 0 lpm was captured on 25dec2025 which was associated with left ventricular assist device (lvad) off, and low speed advisory alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that heartmate 3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. B are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also provides an explanation of pump parameters, including pump speed and pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.